Manufacturer narrative:
The reported event of failure to remove lead from header was confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis revealed the right atrial and right ventricular setscrew were stripped due to improper insertion of torque driver into hex cavity. The setscrew anomaly was consistent with having occurred during the procedure. Assessment of total projected longevity was performed, and the device exceeded total projected longevity indicating normal battery depletion.

Event description:
During a routine device exchange procedure, the atrial lead was unable to be removed from the header of the device. The atrial lead was cut and capped in order to explant the device. The replacement procedure was then completed without further difficulties. The patient was in stable condition.